Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report that the image was of "bad quality (snowy)." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that the image was noisy and the subject could not be recognized. This report is submitted due to the finding of noisy image (subject could not be recognized), identified during in-house service of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a noisy image (the subject could not be recognized) and isolated the cause to contact failure of the video connector. Additional evaluation findings are as follows: 1. Appearance defect of the video connector due to physical/chemical stress; 2. Appearance defect of the cable due to physical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon of ¿no image¿ was confirmed at the duplication review of the repair department. It was determined that the reported phenomenon occurred due to the bent cable unit, a dent mark, and corrosion on the electrical contacts of the connector. Additionally, a problem occurred in the video transmission between the camera head and the processor. The cause of the bent cable unit, the dent mark, and corrosion on the electrical contacts of the connector could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The replacement of cable-unit included connector (rl869200), was required to return the instrument to the OEM specification. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.